Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad). During implantation of the xience v 3.5 x 18 mm stent, a distal edge dissection occured. Therefore, another stent was implanted to cover the dissection. No adverse patient sequela was reported. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.